Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction code reappears.